Event description:
It was reported that high pacing impedance and elevated capture threshold were observed on the right ventricular (rv) lead. Lead fracture was noted. The lead was successfully capped and replaced. The patient was in stable condition with no adverse events.